Event description:
A trilogy 100 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, the device failed functional testing relating to the o2 low flow test step. The service technician states that the device failed the test due to a faulty active exhalation control module. The active exhalation control module value needs to be replaced to address the issue. The customer requested the return of the device un-serviced; therefore, no repairs were performed.